Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. During testing the reported issue could be confirmed. The cause of the issue was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the memory kept on reverting to 5/13 on the cadd solis vip. The product problem was observed during a routine inspection. There was no patient involvement.